Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, no energy was delivered by the probe. The device was removed and the case was completed with another gold probe device and the same endostat generator and adaptor cable. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. However, x-ray analysis revealed that the two copper wires were making contact at the ceramic tip, thus creating a short. Further analysis of the ceramic tip confirmed this observation. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the isolation test. No visible issue identified with body connector; all wires were found to be connected. The condition of the returned incident device was consistent with the complaint that the device failed to deliver energy. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, no energy was delivered by the probe. The device was removed and the case was completed with another gold probe device and the same endostat generator and adaptor cable. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.